Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the lead into the device header. The device was not used and a new pulse generator was implanted. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description included: final analysis found that the test leads were unable to be fully inserted into both the connector ports of pulse generator.